Event description:
Surgeon performing a right laparoscopic radical nephrectomy. The tip of the disposable harmonic ace curved shears broke off. The broken piece was found by the surgeon on the head of the trocar.